Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with oversensing on the right atrial lead. The lead was explanted and replaced. The patient was in stable condition before and after the procedure.